Manufacturer narrative:
The technician observed that the power cord shielding was damaged and bare wires were exposed. The technician replaced the power cord, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the bed arced when it was plugged into the wall outlet. No injuries were reported.